Manufacturer narrative:
No systemic issue was identified and the reason for the differences observed is sample-specific. The differences observed between the results are likely linked to either the collection of the samples or that the samples are at lod. Samples at the lod of an assay can be expected to generate wavering results upon repeat testing. Additionally, a contamination event cannot be ruled out.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test v2 on the cobas® 58/68/8800 systems. Patient 1 sample initially generated positive results for sars-cov-2 (target 2) and pansarbecovirus (target 3) using the cobas sars-cov-2 & flu a/b assay. The same sample was retested on the cobas sars-cov-2 & flu a/b v2 assay which yielded negative results. Patient 2 sample initially generated a positive result for pan-sarbecovirus (target 3) using the cobas sars-cov-2 & flu a/b v2 assay. The same sample was retested on the cobas sars-cov-2 & flu a/b v2 assay which yielded negative results for all targets. The cobas sars-cov-2 & flu a:b v2 assay results were not released as it was being validated. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. Investigation is ongoing.